Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had a failed storage space due to the main drawer 3.1 failed to stay closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had a failed storage space due to the main drawer 3.1 failed to stay closed.the customer stated that this malfunction was not allowed the users to access any of the medications in the drawer and caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem and section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy half-height cubie drawer 3.1 was indicating an open status despite being physically closed. A field service engineer replaced the position sensor, which temporarily resolved the issue, but the drawer failed again during subsequent testing. The lock sensor was then replaced, and initial tests showed the drawer registering as closed. However, after a few open-close cycles, the issue reoccurred. Further investigation revealed that applying pressure to the closed drawer caused the sensor to toggle from "closed" to "open." The fse adjusted the magnet strip and the sensor harness, but the problem persisted. A follow-up inspection found the lock sensor cable improperly seated and the solenoid plunger spring broken. The cable was reseated, and the spring was replaced using surplus parts. The drawer was reinstalled and the device rebooted. Verified that the half height cubie drawer was operational. Customer was able to recover and inventory the drawer. No further issues were reported. The system functioned as intended after the field service engineer repaired the device.